Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(4) is unable to power on the autopulse platform. The status led's on the battery illuminated 4 green lights, indicating it is fully charged. The platform was able to perform as intended with a known good battery. No patient involvement.